Manufacturer narrative:
Additional information provided in concomitant medical products.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that there was a "bulge" of fluid in the portion of the tubing that is inserted in the pump and the pump kept on beeping" air in line."